Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
It was reported that blood and medication leaked from a bd venflon¿ pro safety peripheral safety IV catheter. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Investigation summary: one actual sample was returned for investigation of this complaint. The actual sample was subjected to visual inspection of the injection port and catheter adapter leak test. No abnormality was observed on the injection port and no leakage was observed. Our quality engineer inspected the returned unit and could not identify any manufacturing related defects. As a result, the root cause of the reported issue could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. The non-conformance of this complaint could not be determined as the actual sample pass the acceptance criteria. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time.